Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation patient experienced depression, pain, erosion, extrusion, recurrence, infection, dyspareunia, vaginal scarring, and neuromuscular , urinary and bowel problems. It was also reported that patient underwent mesh removal on (B)(6) 2009 by implanting surgeon due to pain. (B)(4) - recurrence; dyspareunia; neuromuscular, urinary and bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015 and mesh was implanted concurrently with eua, hysterectomy, bso and cystoscopy due to chronic pelvic pain. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic pelvic pressure, urinary frequency, urinary incontinence, and increased bladder sensation. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and feeling of heaviness in the pelvic area.

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2010 by dr. (B)(6), md.